Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue of oversensing the t-wave for an insertable cardiac monitor (icm). The problem was addressed by programming the t-wave blanking and blank after sense to 200ms, with most intervals being greater than 250ms. It was advised to extend the t-wave blanking to 300ms and discussed the option of extending blank after sense to 300ms, with the understanding that tachycardia detection would only be up to 200bpm. No patient complications have been reported as a result of this event.